Event description:
It was reported that the devices were implanted in 2004, and revised in 2007 due to loosening. Bone cement was not stuck to the femoral and tibia components.

Manufacturer narrative:
Evaluation summary: the cause of loosening of the femoral and tibia components could not be determined due to insufficient information. H6: eval codes: no product or x-rays were returned for review. Device history records indicate that the devices were manufactured to specification.